Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used devices (2 tubings) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that one of the infusion sets detached at the quick release. Another one disconnected at the quick release and could not get locked on again. The patient experienced high blood glucose level, which he treated with a bolus. The site location was his buttocks and the pump was on the same side as that of the site. The infusion had been in use for less than 24 hours and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report, patient's blood glucose level was at 96 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that one of the infusion sets detached at the quick release. Another one disconnected at the quick release and could not get locked on again. The patient experienced high blood glucose level, which he treated with a bolus. The site location was his buttocks and the pump was on the same side as that of the site. The infusion had been in use for less than 24 hours and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report, patient's blood glucose level was at 96 mg/dl. No further information available.